Manufacturer narrative:
The customer provided information for a third patient sample that had erroneous tsh and ft4 results. The sample, from a (B)(6) year old female born on (B)(6) 1949, initially resulted as < 1.0 pmol/l for ft4 and 0.028 miu/l for tsh on (B)(6) 2015. The sample was repeated, resulting as 11.66 pmol/l for ft4 and 1.78 miu/l for tsh. The results from this sample were not reported outside of the laboratory. The patient was not adversely affected. The ft4 reagent lot number and expiration date were asked for, but not provided. The customer has stated that the fill volumes for samples tested for tsh and ft4 are between 520 ul and 550 ul. Samples for all other tests have a fill volume of approximately 450 ul.

Manufacturer narrative:
The customer has updated the dead volume setting on their pre-analytics system from 450 ul to 500 ul. Samples sent to the analyzer, will now have a dead volume of 500 ul. The field service representative checked and found that all reagent and sample probes were centered. He made some minor adjustments to the probes. He noted that the gear pump pressure was slightly low and he adjusted this.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for two patient samples tested for testosterone, thyrotropin (tsh), and free thyroxine (ft4). Of the two samples, one had an erroneous tsh result that was reported outside of the laboratory and is reportable as a malfunction. The sample initially resulted as 0.032 miu/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015, resulting as 0.958 miu/l. An amended report was issued. The patient was not adversely affected. The customer noted that they had a similar issue with the fsh test on (B)(6) 2015 and it was determined that the cup holder assembly required fitting. No further data was provided for this incident. The customer also noted that they always have crystals on the sides of the procell/cleancell nozzles. The nozzles are cleaned during weekly maintenance. Performance testing was run on the analyzer. The tsh reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer has confirmed that they have had no further issues since the dead volume setting on their pre-analytics system has been adjusted. Investigations have determined that insufficient sample volume is the root cause of the issue.